Event description:
It was reported that the device was explanted after an implant duration of approximately 2.4 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation. It was also noted, "explant not kit related, regurgitation cause by cracked cordae, failed repaired due to surgeons technique." Not other details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via email), additional information was received. The operative report was also requested; however, it was noted that it is unavailable. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.